Manufacturer narrative:
Concomitant medical products: d334trg ICD, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an interrogation showed a decrease in right ventricular/superior vena cava and left ventricular lead impedance. These measurements were still within expected range. Both leads remain in use. No patient complications have been reported as a result of this event.